Manufacturer narrative:
H3: eval summary: the analysis results found that seals in the lemo connectors were causing a poor connection to the control module, which can cause error codes. The analysis site removed the seals from the lemo connectors to correct the issue. The holster was functionally tested and found to operate properly. The unit passed all qa functional testing and was returned to the customer. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the holster was sent to the caller for repair because of holster errors. There were no details available. The customer reported no pt consequence.